Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of "balloon would not inflate" is not confirmed. Upon return, the iab bladder passed functional testing. The device passed all functional testing. The root cause of the reported complaint is undetermined. No further action required. Teleflex will continue to monitor.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted through a teflon sheath into the patient successfully. Soon after the intra-aortic balloon pump (iabp) therapy began the balloon would not inflate. As a result the iab was removed and a second iab was inserted successfully. It is unknown if iabp therapy was delayed or interrupted. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient outcome is listed as good. The iab was prepped per the IFU. The staff realized the iab was not fully opening after ~10 to 15 minutes of iabp therapy. The iab was the appropriate size for the patient. The arrow pump did alarm, however the medical doctor (md) does not remember the type of alarm. The iab was removed with the sheath as one unit. The second iab was the same size and was inserted into the same insertion site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted through a teflon sheath into the patient successfully. Soon after the intra-aortic balloon pump (iabp) therapy began the balloon would not inflate. As a result the iab was removed and a second iab was inserted successfully. It is unknown if iabp therapy was delayed or interrupted. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient outcome is listed as good. The iab was prepped per the IFU. The staff realized the iab was not fully opening after 10 to 15 minutes of iabp therapy. The iab was the appropriate size for the patient. The arrow pump did alarm, however the medical doctor (md) does not remember the type of alarm. The iab was removed with the sheath as one unit. The second iab was the same size and was inserted into the same insertion site.